Event description:
It was reported that the patient presented in clinic after receiving an alert for non-sustained lead noise. It was noted that the discrimination channel was detecting pvcs later than the nearfield channel. Programming changes were recommended.